Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used in colonoscopy procedure performed on (B)(6) 2025. During the procedure the customer told me that they used two of our ultra clips, but neither of them worked. Both were defective, would not deploy. The procedure was completed with an alternative device. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip failed to release from catheter.